Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed with delay by about 4 minutes by restarting the system. It was reported to philips that c-arm was unable to perform anterior oblique movements. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that the propeller calibrations on the system had been lost. Fse performed propeller position and current calibration, tested movements and confirmed that the errors in logs have been resolved but observed a persistent gib failure message for the frontal stand power test. On further troubleshooting, fse found frontal stand power failure. To resolve the issue fse replaced the geo io box. The defective part was sent for analysis, for geo io box malfunction was observed and the failure was found to be electrical defect. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the additional information obtained, the procedure remained unaffected, allowing the customer to successfully complete it after a restart with minimum delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform anterior oblique movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.